Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing. Analysis of the catheter revealed no significant anomaly, sc connector tear in seal near guide ring.

Event description:
It was reported that the patient heard the pump start alarming last night ((B)(6) 2014). The patient wasn¿t due for a refill until (B)(6) 2014. The patient believed that she was hearing a critical alarm. The patient¿s hcp (health care provider) was not in the clinic today, but she spoke with one of the nurses. The device system was delivering morphine. It was later reported that the pump was interrogated and the event logs confirmed that a motor stall had occurred. The logs noted motor stall occurred on (B)(6) 2014 at 18:37 and a motor stall recovery occurred (B)(6) 2014 at 11:18. The pump seemed to be working fine after the alarms stopped. The pump eri (elective replacement indicator) was 26 months. The patient was at home the whole time and there were no obvious sources of emi (electromagnetic interference). The patient experienced a loss of therapy; she felt like it wasn¿t working as well while the alarm was going off. It was noted that the patient was in pain all the time even with the pump, but it did help. While the pump was alarming the patient was having more pain. The hcp (health care provider) had the patient supplement with oral opioids and she did fine with that. Additional information later reported the patient was still having concerns regarding their device or therapy but was working with their hcp. The patient had an appointment scheduled for (B)(6) 2014.